Manufacturer narrative:
E1 - address 1 - reporter street address line 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image was not displayed. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h3, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deformed coupler connection and charged couple device failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage or deterioration of parts and electrical problems, the reported malfunction occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.